Manufacturer narrative:
Additional data: d6b. Corrected g8 per request of FDA, dated 10/sep/2020. Device evaluation: the device was subjected to visual external and internal inspection, as well as functional, electrical, and flow testing. The evaluation determined that the issue was caused by a valve requiring current in excess of specification, blocking the fluid path. Based on the results of the investigation, the reported event was confirmed. This type of failure mode was addressed by a CAPA. This pump was manufactured prior to the implementation of the corrective action and was therefore not subject to the improvement. Internal complaint number: (B)(4).

Manufacturer narrative:
Internal complaint number: complaint (B)(4).

Event description:
It was reported on (B)(6) 2017 that at the time of pump refill, the volume of undelivered drug remaining in the pump reservoir was more than the expected volume, based upon the programmed infusion rate. There were no patient effects reported. The pump was refilled with saline, and the patient was put on oral medication. On (B)(6) 2017, the physician made the decision that the pump will be explanted at a later date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump reservoir volume higher than expected was observed on two occasions, the first being a year ago, and the second occurring in (B)(6). After both occurrences, the patient reported experiencing increased stiffness and inconsistent therapy. The medication dosage was increased after the first occurrence, and the patient reported an improvement in therapy. The patient had a non-flowonix catheter connected to a flowonix catheter. A catheter revision surgery was performed in (B)(6) 2016, during which the flowonix catheter was removed, and the remaining non-flowonix catheter was connected to the pump. A stethoscope test was performed on (B)(6) 2016 and it was determined that the pump was functioning normally. A catheter access port (cap) study was also performed and the catheter was later found to be patent. Another catheter revision surgery was performed on (B)(6) 2016, during which the entire catheter was replaced with a flowonix catheter. It was reported that the patient is doing well and has relief from his spasticity symptoms.

Manufacturer narrative:
If additional information is received, a follow-up report will be submitted. Internal complaint number: (B)(4).